Event description:
The customer reported that upon activating a new pod, "she heard the needle click" and felt "the poke from the needle", but she "could not make out for sure if the cannula was inserted." Despite this, she wore the pod overnight and awoke to high bg's (greater than 250mg/dl). As a result of the high bg's, she was taken to the emergency room. The pod will be returned for evaluation.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the cannula had not fired due to interference from a misaligned component. The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.